Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse was able to confirm the issue by reviewing the system printout. The fse could not reproduce the issue due to intermittence. The fse resolved the issue by replacing the diluent syringe unit. System validation was completed by performing quality control (qc). Qc results passed within the published ranges. The aia-360 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 14apr2018 to aware date 14may2019. No other similar complaints were identified during the search period. The aia-360 operator's manual, section 7-1: list of error messages, states the following: error 4013 - spec.sy home overrun. The home position of the specimen syringe motor cannot be detected. Turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported issue is due to a faulty diluent syringe.

Event description:
A customer reported error 4013, spec.sy home not found while using the aia-360 analyzer. Technical support had the customer perform an all-set home and the error did not occur. A few days later, the customer called back and reported the same error had reoccurred. The customer requested service. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.